Event description:
The contact stated a capsule tear occurred during phacoemulsification and a vitrectomy was performed. A sulcus lens was implanted and the contact could not recall the model and serial numbers of the sulcus lens. The contact stated a 4 crystal handpiece was used during surgery and the serial number was unknown. The contact could not confirm if the capsule tear and vitrectomy were anterior or posterior. The contact had no further information.